Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, prior to a valvuloplasty procedure using the trueflow balloon. Prior to the procedure device allegedly failed to deflate properly, and air was observed being withdrawn during the deflation process. There was no patient contact.